Event description:
It was reported the patient had a ¿broken stimulator¿, he could not turn stimulation off, and they sounded uncomfortable. The intense stimulation began just before the call when the patient was using their programmer. A problem with the patient programmer was reported. The patient thought the antenna jack on the programmer seemed loose and he was not able to make adjustments with or without the antenna attached. Regarding the programmer, antenna plug felt loose and would not do telemetry with or without antenna. No patient harm reported. The patient had removed and replaced the batteries but that did not resolve the issue. They wanted to be able to use the programmer to adjust because the pain gets so high. It depends on the position and the patient notes the recliner position for is way too intense. It was reviewed the patient could use the implantable neurostimulator recharger to turn their stimulation off and they did and stimulation stopped. The patient was redirected to repair where they encountered voicemail. They were redirected to their healthcare provider for their stimulation and symptom issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative (rep). The patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported for the first 3-4 months after implant they were trying different programs to find a setting that helped their symptoms. The area where the patient wanted symptom help was on his discs at l5 and s1. It was noted that anything on the top leads was causing pain in their stomach but their body had adjusted to that. There was one setting for all four leads that caused sharp pain into his rib (adverse pain). Since that issue the patient was having problems with using all four leads at the same time. The stimulation was either too high on the top two leads or too low on the bottom two leads and therefore had separated the program. The patient stated they had to alternate between the two top leads and two bottom leads, using the programmer all the time to turn one on for a while then the other. The trial was much better but they have received definite relief especially when he adjusted and toggled between programs a and d. Further follow-up was requested to obtain this information. If additional information is received, an update will be made. Additional information received reported the patient still had concerns with their device or therapy but was working with the physician or manufacturer representative (rep). The patient had an appointment on (B)(6) 2014. Additional information received reported the patient's device was explanted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent. Information has been previously reported. Refer to MFR report #: 3004209178-2014-21097. All additional information will be submitted under the current MFR report #: 3004209178-2014-21102.